Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was dropped into the water, buttons were not responsive. Customer's blood glucose was unknown. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was monitored and tested with no blank display noted however, moisture damage found on the electronics assembly. No vibrator anomaly and no audio or beep anomaly noted. All of the buttons are functioning properly however, found corroded keypad traces. The operating currents tested within the specification range and passed off no power test. The insulin pump passed displacement test and self test. The insulin pump had cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, and cracked display window noted.